Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose rising to a peak of 350 mg/dl and remaining out of range for approximately three hours; the ilet alerted for high glucose, and the event was addressed by changing the infusion set and 23-inch tubing, after which insulin delivery resumed and glucose trended down to 129 mg/dl. Symptoms included back pain and marked fatigue. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer care troubleshooting and education, follow-up on glucose trends, and review of infusion site and cannula status. Investigation of this case revealed no pump malfunction, no bent cannula, and no site issues identified at the time of set removal, so the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.